Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advance for dilation. However, during first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with different device. No patient complications were reported, and the patient is in good condition.